Manufacturer narrative:
Follow-up indicated that the wound started to dehisce. The patient was admitted to the hospital and the device was removed. Oral antibiotics was given to the patient and there have been no reports of further complications regarding this event.

Manufacturer narrative:
The device was not removed. The manufacturing and sterilization records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that the patient was hospitalized with an infection at the lead site. Nevro attempted to obtain additional information regarding the nature of the infection but was unsuccessful. The patient was put on oral antibiotics and there have been no reports of further complications regarding this event. The patient continues to use the device to find effective pain relief.